Event description:
Observed lack of atrial activity on current and episode intracardiac electrogram, undetermined if the device is undersensing atrial activity or if there is no intrinsic atrial beats. Device detected ventricular tachycardia monitor episode, at device defined termination appears arrhythmia continued below detection rate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).